Event description:
It was reported that the device would lock-up immediately upon boot-up. There was no pt use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported event was determined to be a failure of the system controller pcb assembly.